Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy, it was reported by the affiliate that the er420 instrument clips fall out and into the pt's abdomen (could be retrieved). Another instrument was used to complete the case. Also (2) sterile devices are being sent back for analysis.